Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pr suffered chronic pelvic, abdominal and vaginal area pain as well as recurrent bladder and urinary tract infections, painful intercourse, constipation, vaginal infections with discharge and foul odor. In addition to physical pain and discomfort, plaintiff suffers psychologically and emotionally.